Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate profile 275cc saline prosthesis, catalog #3501640, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent primary breast augmentation with a mentor smooth round moderate profile 275cc saline prosthesis. On 12/1/2018 right sided deflation was diagnosed by a physician. As a result, the device was explanted on (B)(6) 2018.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2019. Device evaluation summary: it was reported that a 55-year-old female underwent primary breast augmentation with a mentor smooth round moderate profile 275cc saline prosthesis. On (B)(6) 2018 right sided deflation was diagnosed by a physician. Capsular contracture was later noted. Upon receipt by mentor the device was received without fluid. Yellow material was observed within the device. During evaluation, a rent was observed within a crease on the posterior aspect measuring approximately 0.3 cm. No other anomalies were observed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The mentor product analysis lab concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent within a crease was found on the device. At this time is not possible to determine the origin of the yellow material observed. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. There is no evidence that the issue is related with manufacturing. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices. The mentor product analysis lab concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 1/22/2019. In addition to the right sided deflation previously reported, right sided capsular contracture (baker's grade unknown), and partial left sided deflation was also noted. See 1645337-2019-08053 for contralateral prosthesis report. When the devices were explanted, bilateral prosthesis replacement with mentor smooth round moderate profile 275cc saline prostheses was performed. Manufacturer¿s reference number: (B)(4).